Event description:
Device malfunction: balloon rupture time of malfunction: during procedure symptoms: none during a balloon dilatation of a slightly calcified lesion in a dialysis graft, the balloon ruptured a nominal pressure and the rupture was in a circumferential direction. Although the balloon got caught in the .035 wire, it was successfully removed without incident. A non-abbott vascular solutions (guidant) balloon was used and it was reported to ahve ruptured during inflation. There was no additional event or pt information available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the device was returned with blood in the balloon and side arm. The balloon was separated into two pieces; one of the pieces located at the proximal marker was 3.6 cm in length and it had a radial tear and a 1.7 cm longitudinal tear at the distal end. The other piece located at the distal marker was 1.6 cm in length and had a 1.6 cm longitudinal tear. The distal inner member was stretched and wrinkled for 10 cm. The total catheter length was measured. There was no other damage noted to the catheter. The catheter was sent to the scanning electron micorscopy (sem) lab for further analysis. Quality engineering has reviewed the incident information and the analysis of the returned device. It was reported that an agiltrac dilatation catheter was used during a procedure of a slightly calcified lesion and it ruptured at nominal pressure (7.50 to 8.40 atms, per the product specification). The balloon got caught on the 0.035" wire and it was successfully removed without incident or injury to the pt. The balloon catheter was returned and analyzed in the lab. The analysis indicated that the balloon had separated into two pieces on the inner member. Both pieces had longitudinal and radial tears. The inner member was stretched and wrinkled for 10 cm. The failure initiated along the inner surface at the longitudinal portion of the rupture. The sem analysis indicated that there was a partial tearing on the inner surface at the longitudinal rupture and mechanical damage was noted on the outer surface of the balloon and along the edge of the radial separation. The catheter got caught on the guide wire and it was probably stretched during the removal. The sem analysis also indicated that the balloon failure may be attributed to materials/processing discrepancy which may make the balloon susceptible to mechanical damage. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. There were no failures recorded on the reliability engineering sample/s tested for this lot. It must be pointed out also that another non-abbott vascular solutions (guidant) balloon catheter ruptured during inflation after the above balloon catheter was removed. Quality engineering was unable to determine a conclusive root cause for the balloon rupture. It cannot be specifically determined that the product was flawed or it had a predisposition to be ruptured. Since the balloon catheter was inflated nominally and then ruptured and the fact that a non-abbott vascular solutions (guidant) balloon also ruptured upon inflation, the probable root cause is related to the calcified lesion.